Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with the afx bifurcated stent graft and ovation ix iliac limb. This initial procedure is outside the indications of use due to the use of afx with a ovation. Approximately three (3) years post initial procedure, the patient presented with a type 3a endoleak. Reportedly, the patient is not in good health and the physician has elected not treat at this time. There have been no additional patient sequelae reported.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, clinical was able to find substantial evidence to support the reported event of the type 3a endoleak (iliac). The event is most likely user related due to the off label concomitant use with products outside the IFU. Procedure related harms for this event could not be determined with the medical records and imaging available to review. The physician elected not to perform a reintervention. The final patient status reported was discharged under hospice care and transferred to a skilled nursing facility. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with duraply. Corrections: h6: patient code: remove code 3190. H6: result code: remove code 3233. H6: conclusion code: remove code 11.